Event description:
According to the reporter: the device was faulty and the clamp was not working properly. A piece of the seal broke off and fell into the pt cavity. The piece was retrieved. No unanticipated blood loss occurred. No tissue was damaged. Operative time was not extended. No pt injury reported.

Manufacturer narrative:
(B)(4).